Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the reporter, on (B)(6) 2025, the patient experienced a skin reaction with drainage covering an unknown part of the skin, which occurred an unknown number of days after the sensor was inserted. The report was done by a healthcare provider (hcp) who stated that the patient experienced severely impaired health due to the issue. The patient would have developed a contact allergy to possible substances of the dexcom sensor. A contact allergy investigation was mentioned to either already have been done or was planned. However, based on the contact allergy allegation from the hcp, in combination with the incident date being answered with ¿conclusion of investigation¿, this was most likely already taken. No photo was received for review, and no treatment was documented. There was no documentation of further medical intervention. Dexcom technical support attempted to follow up with the reporter multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.